Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned warmer found the enclosure and front cover had scratches and cracks, and the water tank cover was cracked at the screw holes. Functional testing was performed by filling the tank with water, attaching the temperature check, plugging in the line cord, and turning on the power switch. The reported problem was confirmed. The root cause of the issue was a defective pump, caused by wear and tear. No actions were taken as the device was scrapped. Additional information b5, d1, d3, d4 and g5.

Event description:
Additional information received indicated that this event occurred before use on a patient. No patient was involved.

Event description:
It was reported that there was a faulty pump.